Event description:
The alertech system reported that the customer's acuity was offline. Tech support contacted the biomed, who said that the facility had done a generator test in the morning. The ups failed to provide adequate backup power. The ups was replaced and the system is working as designed. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
Customer confirmed they had been performing generator testing. Customer biomed replaced the ups to prevent future reboot occurences. Ups not returned. The ups is an off the shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (customer confirmed ups failure).